Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system boot up issues. Upon functional testing it was found that the system was continuously booting, the fse has replaced os ssd, installed suite pc os & app. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was infinite booting problems on the azurion 7 b20 system. No harm has been reported.